Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing a diagnosis procedure, and it was completed normally by deleting a couple of previous old cases off the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed error code data full on device. A review of the system log files confirmed the reported malfunction. Upon functional testing, the fse found that the there were too many locked exams on the system so it could not automatically delete oldest exams. To resolve the issue, the fse deleted all the old patients off the system by reformatted the image drive. The system was being used for cardiac and sometimes vascular exams. The cardiac exams were immediately marked as ¿unlocked¿ but the vascular images need further evaluation, so they marked ¿locked¿ and must be unlocked manually by the user when the images were confirmed in the pacs archive. The vascular users were not doing that, so the disk fills up. The fse suggested that reformatting of the disk was just faster than deleting the old vascular exams one at a time. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system showed error code data full on device-cleared patient info. No harm was reported to philips. Philips has started an investigation of this complaint.